Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer contacted tandem technical support requesting guidance during the load process. The customer's blood glucose (bg) level was 296 mg/dl. The customer stated would deliver a correction bolus with the pump to address bg level. The customer was able to perform the load process and resume insulin delivery with tandem technical support.